Manufacturer narrative:
(B)(4). A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer contacted philips healthcare to report that the down arrow key was abnormal. There was no patient involvement.